Event description:
The pt contacted lifescan had alleged the one touch basic enhanced meter was reading inaccurately low compared to feeling. The reading was 79 mg/dl. A medical professional was contacted for advice, no symptoms of high or low blood glucose, no treatment given and no change in medications. The customer care representative performed troubleshooting, no check strip, no control solution and while attempting to enter the setup mode and the memory the pt stated the meter showed 99 and the display did not change. Based on the information obtained there is possible indication the product malfunctioned. The meter was replaced and return is expected.